Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information of replaced part has been received and no device logs has not been received. It was reported that the temperature cable was not working properly. No information was provided on the type of cable or its function. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator's unspecified temperature cable was not working properly. There was no patient harm. Manufacturer's ref. #: (B)(4).